Event description:
Clinical study. It was reported that 100 days after a coronary artery drug eluting stenting procedure the pt expired. The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 90% stenosed region of the distal right coronary artery (rca). It is unclear whether this lesion was being treated for progressive stenosis, or a stenosis caused by an edge dissection from a previous stent placement. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x8 mm (lot 7023833) drug eluting stent without complication. The pt was discharged from the hospital one day post index procedure receiving asa, and plavix. The site reported that the pt expired 100 days post index procedure. The cause of death was listed as subarchnoid hemorrhage caused by a fall.

Event description:
It was further reported that the target lesion was 95% stenosed. Arrive 2 procedure. The target lesion was 5.0 mm in lenght. Per catheterization report, the angiographic appearance of the r-pda and r-pav was unchanged. Eighty-eight days post index procedure the pt fell at home and was hospitalized for treatment of their injuries. A CT scan of the brain (without contrast) revealed an acute diffuse subarachnoid hemorrhage. The pt was started on dilantin therapy for seizure prophylaxis. The pt also suffered an acute right humeral neck fracture and a displaced intertrochanteric fracture of the right hip. Ninety-one days post index procedure an open reduction internal fixation of the right hip was performed. The pt's recovery was complicated by acute renal failure and the development of paroxysmal atrial fibrillation with rapid ventricular response which required treatment with a cardizen drip. The pt's mental status slowly decompensated, and they subsequently developed heart failure. Ninety-seven days post index procedure the decision was made to continue comfort care measures only, in accordance with the pt's previously expressed wishes no to be resuscitated. The pt expired 100 days post index procedure. An autopsy was not performed. The cause of death was listed as "subarachnoid hemorrhage." In the opinion of the physician there was no target vessel involvement related to this event.